Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. One suction tube heavy duty 3m was received in an opened preprinted unit pack on 05/30/2011 and testing was performed on 06/06/2011 and 08/06/2011. The returned sample was carefully examined and upon observation it was noted that there is a 'yellowish' particle floating inside the pouch situated near the side seal of the pack. The foreign particle which is a small piece of fiber derived from the packaging material measured approx 2mm wide and is considered 'not acceptable' as per inspection criteria. Upon review of the batch record it did not reveal any associated defect detected during the 100% light testing. Complaint was confirmed as per returned sample. Related personnel will be informed and appropriate corrective action will be taken to prevent recurrences of similar types of defects. This MDR is being reported as a result of a retrospective review of complaint records conducted by convatec for complaints received from 05/01/2011 - 09/30/2013.

Event description:
It was reported that was a foreign particle in sterile packaging.